Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Treatment information was not reported. It was not reported if the patient was retrained on proper aseptic technique. The patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information is not available at this time.